Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event caused by external factors or handling. The event can be detected/prevented by following the instructions for use: the inspection method for the suggested event is described in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laparo-thoraco videoscope exhibited that the adhesive around the objective lens was peeled off. There was no patient involvement.